Event description:
On (B)(4) 2015, the reporter contacted animas alleging that on (B)(6) 2015 the patient experienced elevated blood glucose (g) of 312mg/dl with large ketones and drowsiness associated with a recurring loss of prime issue. The patient reportedly remained on the pump and delivered insulin via the pump after receiving phone advice from their healthcare provider. The reporter noted that recent basal rate settings were made. The reporter stated that the patient had been experiencing a recurring loss of prime issue since (B)(6) 2015. The reporter confirmed that the issue had occurred with multiple cartridges from different boxes and that the cartridges were being used per instructions for use. This complaint is being reported based on the allegation that the patient experienced hyperglycemia requiring medical intervention associated with a loss of prime issue with the pump.

Manufacturer narrative:
Follow-up #1: date of submission 06/03/2015. Device evaluation: the device has been returned and evaluated by product analysis on 05/18/2015 with the following findings: a review of the black box showed loss of prime warnings associated with low force had occurred. On 03/29/2015 at 18:57 a loss of prime occurred, with deliveries resumed at 19:36. On 04/02/2015 at 11:36, 12:09, and 14:09 a loss of prime occurred, with deliveries resumed at 11:48, 12:36, and 15:30, respectively. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence and a 24 hour duration test with no loss of primes occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The force sensor calibration was found to be within required specifications. The complaint could not be duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.